Manufacturer narrative:
Button error alarm due to moisture damage keypad traces. Pump unable toprime during prime/a33 test due to faulty fsr (gold). Pump passed the displacement, rewind, basic occlusion, occlusion and no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with broken reservoir tube lip, scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.